Event description:
"S/p b subgland 200cc mcghan gels for augmentation encap early and unresponsive to closed caps. Had b open capsulotomies with exchange on r. Pt says decrease in size over the years. H/o trauma. Pre-op: a cup which had lateral soreness x 2 yrs. Greenish d/c from nipples. Tested and negative. Arthralgias, myalgias, swelling, lipomas, fatigue, adenopathy fevers, hot flashes/sweats, headaches, l tmjd, visual changes, dizziness, memory loss, dry mucus membranes, hair loss, oral sores, rashes, sens sun/cold (raynaud's), sob, cp, costochondritis, choking sensation, increase in cholesterol, gi/gu/menstrual irregularity, easy bruising, decrease in libido, l tinnitus. Otherwise healthy."